Manufacturer narrative:
The evaluation noted that as reported, this 73 y/o male patient was initially implanted on (B)(6) 2018 with a total knee joint and experienced an infection approximately 11 months postop. The insert only was swapped with a new one and the joint was washed out. Patient was stable leaving the or. There was no delay to the surgery. The rep was present at the time of the surgery. The device will not be returned for evaluation per hospital policy. Any ¿surgical site¿ infection noted in a patient that is greater than 3 months postop from a total joint surgical procedure is highly unlikely to be related to the surgical procedure for placement of the total joint or the device itself. (Ref 1). It is noted that surgical intervention or revision along with infection is a known risk in any total joint surgery and may result in revision. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision, cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. 1. Acute infection in total knee arthroplasty: diagnosis and treatment juan carlos martínez-pastor,* francisco maculé-beneyto, and santiago suso-vergara author information article notes copyright and license information disclaimer open orthop j. 2013; 7: 197¿204. Published online 2013 jun 14.

Event description:
As reported, this 73 y/o male patient was initially implanted on (B)(6) 2018 with a total knee joint and experienced an infection approximately 11 months postop. The insert only was swapped with a new one and the joint was washed out. Patient was stable leaving the or. There was no delay to the surgery. The rep was present at the time of the surgery. The device will not be returned for evaluation per hospital policy. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Manufacturer narrative:
Pending engineering evaluation. No information provided in the following section(s): sex, weight, and relevant tests/laboratory data.

Event description:
The patient has an infection and the insert was swapped with a new one and the joint was washed out. Patient was stable leaving the operating room. There was no delay to the surgery. The rep was present at the time of the surgery. The device will not be returned for evaluation.